Event description:
It was reported that the customer had low blood glucose. Caller stated that the school staff where checking the customer's blood glucose and they noticed that the insulin pump screen jumped and automatically started to deliver 5.0 units of insulin that were not programmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.